Event description:
It was reported by the patient with this implantable cardioverter defibrillator (ICD) that the communicator showed a steady red call doctor icon. The patient stated that there may have been storms/outages. A boston scientific company representative advised the patient to have the communicator power cycled both ends. The company representative referred the patient to the clinic. The communicator issue was resolved. The cause of the red call doctor is unknown. No adverse patient effects were reported. The device remains service.